Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, even though the jaws were able to be opened and closed, the device was unable to be fired. A manual handle was used. No injury.